Manufacturer narrative:
Thirty nine(39) unused devices were effect and two devices were tested for evaluation. The tubing was cracked resulting in air in the line and leaked (air line/ leaking) was confirmed through the device analysis, since 2 out of 35 returned samples leaked. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Mrn reference number: (B)(4).

Event description:
The device was returned because the transtar@ kids kit 19in closed blood sample kit 10/ca tubing was cracked. During the physical inspection, air in the line and leakage were observed. Patient involvement is unknown, and no patient harm or adverse event has been reported.